Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room and was admitted due to high blood glucose. Their blood glucose level at the time of admission was over 600 mg/dl. The customer had changed their infusion set. Their blood glucose went down and they went home. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose level was 388 mg/dl. They treated with a bolus from the insulin pump. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.